Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) replaced plate bridge (0386-00-0304), washer, nut and screw. Precautionary service: pm completed. Verification: ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The failure analysis and testing dept. Received part number 0386-00-0304 plate, bridge serial number n/a with a reported unit failure of plate bridge screw stripped. The failure analysis and testing dept. Performed a visual inspection and observed that the plate bridge screw is stripped. Retaining the bridge plate in the fat dept. Per procedure number 0002-07-d008 rev. At.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the preventive maintenance that the cs300 intra-aortic balloon pump (iabp) plate bridge screw stripped. There was no patient involvement.